Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels over 600 (mg/dl) and ketones. Customer administered an insulin injection to treat bg levels. System check with tandem technical support indicated pump was performing as intended.